Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out g2 and to provide updates to fields d8, d9, h3, h4, h7, and h9. The device was evaluated by olympus, and the evaluation confirmed the video cable is broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported malfunction occurred due to the video cable is broken. However, a specific root cause of the reported malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Reporting number: 3011050570-10/24/2023-001-r added here due to character limitation in respective field.

Event description:
It was reported, the telescope was flickering and a discolored image appeared. The issue occurred during an unknown procedure. The procedure was able to be successfully completed. There were no reports of patient harm.